Manufacturer narrative:
(B)(4). Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. The pump was received with missing display window cover, cracked case (battery tube), cracked battery tube threads. Unit p-cap / test reservoir does lock in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump was damaged. The customer reported the pump had been dropped and there was a crack and the screen was full of water. No harm to the customer requiring medical intervention reported. The insulin pump was returned for analysis.